Event description:
It was reported that shaft break occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the shaft broke. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery.

Event description:
It was reported that shaft break occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the shaft broke. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the shaft broke. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 32mm stent delivery system was returned to the complaint investigation site (cis). A visual and tactile inspection of the hypotube identified a break 45.4cm distal from the distal end of the strain relief. No issues were visually identified with the shaft polymer extrusion. Stent strut damage (bunching) was identified. Further examination of the stent damage via microscope noted that the struts were pulled proximally towards the mid-section resulting in stent struts bunched and lifted. A microscopic examination of the balloon material identified no tears, pinholes or damage. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the distal tip showed signs of damage (flared). No other device issues/defects were identified during returned product analysis.